Event description:
It was reported that the lens was explanted due to z-syndrome. A different model lens was implanted and the patient's prognosis is excellent. According to the doctor the likely cause of event was asymmetric capsular fibrosis.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.